Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known possible adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a decrease in compound mapping activation potential (cmap) amplitude occurred while ablating the right superior pulmonary vein (rspv). Loss of phrenic nerve capture was still observed at the end of the procedure. No other information was received about this event, so it is unknown if diaphragmatic function recovered prior to patient discharge.